Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high blood glucose since (B)(6) 2015. The customer stated that she had high blood glucose over 600 mg/dl and felt dizzy, sleepy, uncomfortable and thirsty. She has treated with manual injections. The customer explained that her blood glucose was high and the insulin pump over delivered insulin causing hypoglycemia and she was taken to the hospital. The customer declined to provide hospitalization details. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime but it was found the cannula was bent. Time, date and basal rates are set up correctly but the bolus wizard settings were inaccurate. Current reading is 369 mg/dl. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
Additional information has been received, which was not included with the initial med watch report. The information has been provided with this report. The insulin pump passed the volume accuracy test.